Manufacturer narrative:
The affected device was not returned for evaluation. However, a photo of the affected device and lot information was provided. A visual inspection was performed of the photograph provided. In the photo, it appears someone is holding the affected product with the swab head missing. The photograph is slightly blurry and from a distance, therefore, the top of the suction swab product is difficult to see. However, from the photograph, it appears there is a very small piece of green foam remaining on the head of the suction swab stick. Additionally, the top of the suction swab stick appears to have jagged edges. A product history review was performed. All quality checks performed indicated passing results and all release criteria were met per the product drawing. The suction swab stick was the component that broke, which is manufactured by a third-party supplier. The affected component was inspected by incoming quality assurance at stryker medical cary before use in the stryker manufacturing process. The incoming quality assurance inspection indicated passing results for all attributes. A labeling review was performed. The label states "ensure foam on swab is intact before and after use. Remove any foam particles from mouth. Always use a bite block if patient is not alert or cannot follow instructions." According to the complainant, the patient bit down on the swab head and a bite block was not in use. This would imply that the instructions were not followed. The review of the label is adequate for the intended use and was not properly followed by the caregiver. The root cause of the suction swab disengagement was due to user error/customer misuse as the patient bit down on the suction swab causing the break.

Event description:
Report received of a suction swab disengagement related to user error. Reportedly, a post-stroke 68-year-old male patient, ventilated through a tracheostomy, with a nasogastric (ng) tube in place, bit down on a suction swab during initial use of the device, while a bite block was not in use. The caregiver tried to pull the device out of the patient¿s mouth while their mouth was still clenched and biting the swab stick. The suction swab stick then broke at the point where the patient bit it, about one centimeter below the foam. The patient did not exhibit any concerning symptoms related to this event, however, because the nurse could no longer visualize the disengaged piece of the device, they alerted the physician. The patient was sedated and the swab visualized by the physician in the posterior oral angular area with a glidescope. The disengaged piece of the device was removed with forceps. The patient was stable before, during and after the sedation and removal of the disengaged piece of the device. The patient did not experience any adverse consequences. Lot information and photo of affected device were provided. The affected device was discarded.